Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the devices screen went black while in use on patient. Complainant indicated no adverse effect to the patient.